Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch. The lead configuration was switched to unipolar and had normal measurements. It was noted that the patient would have a chest x-ray and follow up via latitude. The lead remains in service at this time. No adverse patient effects were reported.